Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that difficulty was encountered while attempting to connect this right ventricular (rv) lead to a competitor's device. The lead was eventually successfully connected and remains in service. No adverse patient effects were reported.